Event description:
The report consisted of two documents; the first document titled "ppr-12-0411.pdf" contained the following statement: "during tavi procedure, corevalve delivery system has stuck in solopath. Physician retrieved both devices with strong force from patient body. Detailed procedure report is attached." A summary of the second document titled "report to (B)(6) 20120911.doc" is as follows: "patient show small left iliac vessels within CT with a diameter of measured 6.5mm with plaques of calcium one of them approximately 70% circumferential and an almost 90 degree bend in common to external iliac artery. Right iliac artery narrowed by in-stent-restenosis. Patient classified by physician as not ideal (risky) patient for transfemoral approach...insertion solopath as recommended, no problems...inflation solopath as recommended...no problems...insertion of corevalve...into solopath initially good, a little bit of friction was noticed by physician after 10-15 cm of advancing corevalve through solopath, but he went on and no more friction was noticed by physician until the right position for implantation/delivery of corevalve was reached. Placement of corevalve without any problems. Delivery of corevalve problematic due to a lot of resistance noticed by physician. At the deliver handle, the turning wheel had a lot of resistance to turn so that the physicians were afraid of "jumping" or sudden (spontaneous) delivery of corevalve when friction/resistance suddenly disappears. Physician went on for the delivery of corevalve until approximately 75% release corevalve delivery system stuck and further release or resheathing was impossible. Control of solopath by angiography, but no constrictions were observed. Further release and resheathing was tried even by applying more force, but failed. Pull back of corevalve delivery system to descending aorta. Angiographic control of solopath and corevalve done, no constrictions at solopath observed. Corevalve still approximately 75% released out of delivery system and further resheathing impossible. Attempt to pull back delivery system into solopath failed. Corevalve was completely released to descending aorta and delivery system slid a little bit into solopath but got stuck. Corevalve delivery system and solopath could not be separated. Attempt to pull back solopath with corevalve delivery system in one piece under applying heavy (strong) force by physician lead to avulsion of iliac artery and complete extraction of solopath and corevalve delivery system. Rescue-wire (stiff terumo gw 0.035") within 4f transfemoral sheath became accidentally pulled out with solopath sheath in common. Corevalve still suprarenal in place. Avulsion of artery led to heaving bleeding. Patient had a hypovolemic shock, needed reanimation and got transfusions. Transbrachial insertion of a 9f sheath. Occlusion balloon was placed above aortic bifurcation and inflated. Patient became stable state and was referred to vascular surgery.

Manufacturer narrative:
Evaluation method: the returned product arrived at onset medical (B)(4) 2012. The returned device, which consisted of a solopath sheath with a medtronic corevalve delivery system wedged in it, was received with tissue attached to the distal end of the solopath sheath. The balloon dilator was not returned. After being properly decontaminated, the returned device was evaluated under standard laboratory conditions. A direct device evaluation of the returned product was completed on (B)(4) 2012. The solopath sheath was partially collapsed 21cm along the length of the original fold lines. The avulsed artery was removed from the solopath sheath, measured and dissected open. The 9cm section was confirmed to be extremely calcified. Once the tissue was removed, the extent of the damage to the solopath sheath and the corevalve became exposed. The solopath sheath collapsed up to the section where the corevalve became stuck preventing the solopath sheath from collapsing further. The distal end of the solopath sheath had been expanded beyond its maximum od; the returned unit measured .342" whereas the maximum specified od for this model is .299". The gold marker band of the solopath sheath was damaged indicative of significant force applied while attempting to withdraw the partially deployed corevalve. The distal section of the corevalve's sheath was compressed/accordioned (into a 13mm length section) when the deployment mechanism was retracted back into the solopath sheath, prior to removal, resulting in an od of .342". The introducer tip of the corevalve appeared to have been deformed; a bend in the tip and a 2cm length of a reduced diameter were noted. No other abnormalities were observed. Evaluation results and conclusion: our internal investigation determined that the root causes for the difficult instrument movement in the solopath sheath and eventual vessel avulsion appears to be attributed to a corevalve device with a larger od than the solopath sheath ID, where, upon retraction of the partially deployed corevalve, its sheath could not be retrieved through the solopath sheath. The "strong force" used by the physician to remove the devices appears to have caused the vessel avulsion. This conclusion is supported by the following events: the solopath was inserted and expanded without incident; the corevalve device was advanced through the solopath without complication; case was reported to be very difficult; physician was unable to deploy valve from corevalve delivery system; physician attempted to retract partially deployed corevalve system into the solopath sheath; and the corevalve device could not be retrieved through the solopath sheath because the od of the partially deployed corevalve device was larger than the ID of the solopath sheath. The evaluation concluded the event was not related to the solopath sheath or any malfunction to the solopath device; consequently, no corrective action is required at this time. Damage to the solopath sheath appears to be caused during the retraction of the corevalve device back into the solopath sheath. The event appears to be related to the damaged corevalve delivery system, which is not manufactured by onset medical. Onset medical will forward the devices and all complaint information to (B)(4) for their analysis. This evaluation is considered complete by onset engineering at this time.